Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that the reported phenomena were due to the following: the ccd (charged coupled device) was broken by handling such as below: external stress was applied to the ccd unit. The video connector was connected/disconnected while the system was turning on. It made over current accidentally flow. Image output signal became unstable due to repeated electrification. The circuit board in the video connector malfunctioned due to physical stress on the connector. The suggested phenomena were also presumed to have been cause by glue deterioration due to the influence of: stress from the outside of device, chemical attack due to chemical solution etc. Or, sterilization with "sterrad nx" or the like. This was concluded to be a preventable occurrence. The instructions for use (IFU) states: ¿operation manual: important information: please read before use: dangers, warnings, and cautions: do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Do not coil the video cable or universal cord with a diameter of less than 12 cm. Endoscope damage can result. Turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Reprocessing manual: 3.1 compatibility summary: list of compatible methods validated in terms of material durability: sterrad® 50/100s/200/nx¿: sterilization by sterrad® 50/100s/200/nx¿ system may deteriorate the adhesive of the insertion section. Depending on the circumstances, replacement of the insertion section may be required. Before use, confirm that the endoscope is free from any damage or other irregularities. For further details, please contact olympus.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found the insulation resistance was out of standard due to damaged pipe and the video connector was defective. The upward and downward angulation was out of standard due to a worn-out angle wire. Additionally, the device charged coupled device (ccd) was damaged which causes noise on the screen. The faulty part needs replacement to meet olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly

Event description:
A user facility reported to olympus that, the, endoeye flex deflectable videoscope image was visible as a rainbow. There was no harm or user injury reported due to the event.